Event description:
This complaint was created due to the receipt of a medwatch report mw5112133 on 07 oct 2022. The report was found to be written against 60-6085-201a, vcare 200a ¿ medium that was being used during a robotic hysterectomy procedure on (B)(6) 2022. The report stated, ¿while using the uterine manipulator a click was heard and the handle began to spin.¿ further assessment questioning found that the handle started to spin during the procedure in the dissection portion of the procedure. "The staff indicated that the pressure that was being applied was no more than usual. Sometimes the pressure varies depending on the size and any previous scarring around the uterus.¿ the procedure was completed with no delay, and the current status of the patient was reported as ¿recovering from her surgery¿. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Manufacturer narrative:
Manufacturer narrative: received one 60-6085-201a in opened original packaging. Lot number was verified. Performed a visual inspection, the shaft of the manipulator is bent and broken within the handpiece. The pilot balloon was returned disassembled. Performed a functional inspection, the handle rotates in a 360-degree turn. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 79 complaints, regarding 95 devices, for this device family and failure mode. During this same time frame 505,248 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.